Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: lot manufacture date: june 01, 2021 - june 02, 2021. H10: the device was received containing 232 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. The hole inside the luer lock was found to be in normal size. No evidence of smaller size was observed from the hole inside the luer lock. A functional flow rate test was performed and the flow rates were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped flowing 12 hours after the start of infusion. The reporter stated that the hole inside the luer lock appeared to be smaller than normal. There was no report of patient injury or medical intervention associated with this event. No additional information is available.